Event description:
On (B)(6) 2013 it was reported that the physician observed a screen freeze during interrogation with his programming system. It was stated that this had occurred in the past and a hard reset was performed. A hard reset was performed this time as well and the programming system functioned fine afterwards. Additional information was requested from the physician but no further information was received.